Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic for a follow up. Upon review of the remote transmission, the implantable cardioverter defibrillator was found with episodes of post paced t wave oversensing. The clinician elected to continue monitoring the patient at this time. No intervention was performed. The patient's condition was stable.